Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, a cerebral ischemia was reported. The cause of the cerebral ischemia was not reported. No treatment was reported. No additional adverse patient effects were reported.